Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 09-jan-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for crea cartridge lot a24301.

Event description:
Na.

Event description:
On 10-dec-2024, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant creatinine results on a 48 year old male seen for a CT exam. There was no additional patient information available at the time of this report. Method date collected tested result-mg/dl sample I-stat (B)(6) 2024 09:02 immediately 2.8 wb I-stat (B)(6) 2024 09:11 immediately 2.5 wb I-stat (B)(6) 2024 09:26 immediately 2.5 wb lab (B)(6) 2024 09:38 ni 1.37 plasma there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.